Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was lost in transit.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod5 coils. During the procedure, the physician inserted another manufacturer's angio catheter and a lantern delivery microcatheter (lantern) into the patient. While advancing a pod5 coil through the lantern and into the splenic artery, the pod5 coil unintentionally detached in the patient. The physician required a snare device to retrieve and remove the pod5 coil from the patient. The procedure then continued using another manufacturer's coils and the same lantern. There was no report of an adverse effect to the patient.